Manufacturer narrative:
(B)(4). No device analysis was performed; the device met risk-based analysis criteria.

Event description:
It was reported that the lead pouch was not well sealed, which caused the problem "that we have not returned this part with the product it actually belongs to." If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.